Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. Unable to duplicate the complaint. The black box and tdd history are not available for the event date due to the pump running on the incorrect time/date setting. Typical usage alarms were observed in the alarm history. Tdd¿s add up correctly and reflect the users programmed basal rate. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: patient awoke with blood glucose (bg) of 39mg/dl, took 4-5 glucose tablets and a cup of chocolate soy milk which brought her bg to 79mg/dl. She called paramedics as she felt confused. At time of paramedic arriving bg was 117mg/dl: target range is 80-180mg/dl. Customer support (cs) reviewed basal settings from pump; patient not sure if settings were correct as she did not have a copy of her settings at hand; she reports that she met with her diabetes educator on (B)(6) 2013 who had reviewed her settings. Patient is not sure is any settings changes were made at that time. Cs reviewed alarm history which revealed only a low cartridge on (B)(6) 2013. Basal, bolus histories and tdd appropriate. No inadvertent suspensions. Cs found no pump issues and advised patient to continue to monitor bgs and to contact diabetes educator to verify settings for clinical recommendations regarding low bgs if they continue to occur. Patient verbalized understanding. She continues to wear pump and her current bg is 117mg/dl. This complaint is being reported as a patient on pump therapy experienced hypoglycemia.